Manufacturer narrative:
Additional information: the returned pin was evaluated. The tip of the device was found to have fractured off. The cause is likely attributed to an off-axis force applied while the device was partially connected to a screw and/or weakening of the material over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threaded tip of a guide pin broke during surgery. The tip was removed from the patient. An alternative guide pin was used to complete the procedure. There were no reports of patient harm or adverse effect associated with this event.